Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Access was obtained through the right radial artery. The 80% stenosed lesion was located in a severely tortuous and severely calcified left anterior descending artery. The 2.50x20mm apex otw balloon was being used for predilation. On the first inflation the balloon ruptured. To what atmospheres is unknown. The balloon was removed intact. Tried a quantum apex balloon and it did not dilate the lesion. There were no issues with the quantum apex balloon. Rotablation was successfully performed. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Access was obtained through the right radial artery. The 80% stenosed lesion was located in a severely tortuous and severely calcified left anterior descending artery. The 2.50x20mm apex otw balloon was being used for predilation. On the first inflation the balloon ruptured. To what atmospheres is unknown. The balloon was removed intact. Tried a quantum apex balloon and it did not dilate the lesion. There were no issues with the quantum apex balloon. Rotablation was successfully performed. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: microscopic, tactile and visual inspection identified a shaft kink located approximately 3-1/2 mm from distal end of markerband. Blood and contrast were present throughout the shaft and balloon. The device was pressurized with an inflation device which revealed a balloon pinhole approximately 4-1/2 mm from distal end of markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)